Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac extension (etew2424c82ee) was implanted during the endovascular treatment of an abdominal aortic ulcer. It was reported during the index procedure, etew2424c82ee was successfully implanted, however during removal of the delivery system when the physician tried to recapture the tip the pull-back maneuver was unsuccessful. The trigger on the blue handle did not go back completely making it impossible to complete the maneuver. The delivery system had to be removed without proper closure of the tip. Per the physician the cause of the delivery systems trigger/ removal issues was due to the device. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider partially open, and the graft cover partially retracted. There was no damage observed to the device. Difficulties were noted advancing and retracting the graft cover using the external slider trigger as it became stuck at certain points. The trigger did not return to the home position when released after each activation. Inspection of the screw gear threads confirmed there was no deformation which could have hindered advancement and retraction of the slider. The external slider was disassembled, and the internal slider removed. When retracted the spring did not return to the home position when released following each activation. The spiring appeared to hang up on the thread tooth on both sides of the inner slider. The spring retainer and the spring were removed. On inspection of the spring a small burr was observed on one end. Longitudinal scratches were visible on the internal sider. When reassembled the burr on the spring was positioned at the location of the scratches on the internal slider. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.